Manufacturer narrative:
Philips service replaced the sib box and host pc, and restored the database. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to start, and the sib box was replaced, and software restored on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.